Event description:
Pt was found expired in bed. Pt connected to cycler with end of therapy displayed. Questioning if pt death occurred during or after treatment ended. Medical exmainer to house. Awaiting copy of death certificate.